Manufacturer narrative:
The esu was returned and thoroughly inspected/tested. A technical safety check was performed on the unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications. In addition, no anomalies were found in the device history record (DHR) for the generator. In conclusion, no erbe equipment problem was found that would have caused or attributed to the event. Most likely there were many factors involved with the patient incident (e.g., disease state of the patient- size and location of polyp, etc.). However it appears that during or upon the removal of the polyp, the remaining myometrium and the sigmoid colon did not stay intact. Nonetheless, no conclusive determination could be made as to the cause of the incident. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that the electrosurgical unit (esu)/generator was used in a hysteroscopy to remove an intrauterine polyp. The esu was used in conjunction with equipment manufactured by storz [i.e., resectoscope, part number (p/n) 27040 e/s; resection snare, p/n 27040g; ball electrode, p/n 27040n; optic, p/n 27005 ba; and instrument with bent tip, p/n 27040l]. During the resection/removal of the polyp, the patient complained of pain. Upon the hysteroscopy, a perforation of the uterus and sigmoid colon was detected. The perforation was 6 cm x 0.5 cm. Surgical intervention was performed to address the perforation which prolonged the patient's stay at the hospital. Note: the esu was distributed by an erbe elektromedizin (B)(4) subsidiary to a hospital in (B)(6).